Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6), 2003, the patient underwent an anterior cervical discectomy (acdf) surgery using rhbmp-2/acs with a metal cage device. The patient's post-operative period was marked by increasingly severe pain. Following the surgery, patient suffered from an autonomic neuropathy, small fiber neuropathy, peripheral neuropathy, muscle atrophy and nerve damage, extreme inflammatory reactions, chronic radiculitis, retrograde ejaculation, sterility, osteolysis (bone resorption), displacement or migration of the spacer cage, pseudoarthrosis, difficulty swallowing, difficulty breathing, difficulty gripping and holding items, and chronic pain.

Event description:
It was reported that the patient underwent an c5-6 acdf surgery in which a bak-c and rhbmp-2/acs were used. Per the operative report, "the disk was then prepared to accept a 10-mm x 12-mm bak-c implant. The implant was filled with [bmp]. Before placement, it was countersunk 2 mm deep to the anterior border of the vertebral body. Additional [bmp] was placed bilaterally lateral to the implant." Post-operatively, it was reported that the patient developed bone overgrowth.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2003: the patient presented for his pre-op. Assessment: 1) djd at cervical spine. 2) history of mild asthma. 3) okay for surgery. 4) history of hyperlipidemia. (B)(6) 2003: the patient presented with long history of neck pain, shorter history of bilateral arm pain, right greater than left, and was admitted. Preoperative MRI scans revealed bilateral disk herniation at c5-6 level with degenerative disk disease at 4-5, 5-6 and 6-7. The patient had following pre-op diagnosis: c 5-6 degenerative disc disease & disk herniations bilaterally, and underwent the following procedure: c5-6 anterior cervical discectomy with bak-c and infused bmp. As per op notes, an 18-gauge spinal needle was placed in the c5-6 disk space and the lateral x-ray obtained confirmed position at c5-6. A cobb elevator, curettes and pituitary was used to remove the entirety of the c5-6 disk from the vertebral joint. The disk was then prepared to accept a 10-mm x 12-mm bak-c implant. The implant was filled with infuse. Before placement, it was countersunk 2 mm deep to the anterior border of the vertebral body. Additional infuse was placed bilaterally lateral to the implant. A distal lateral x-ray was obtained showing good position of the implant at the c5-6 level. A 7-french jp drain was placed along the anterior border of the spine inferior to the incision. The incision was closed. No patient complications were reported. The patient had the following post op diagnosis: c5-6 degenerative disk disease and disk herniation bilaterally with large discrimination on the right, smaller than the left. (B)(6) 2003: the patient was discharged home. (B)(6) 2003: the patient presented for a follow up visit. Assessment: hyperlipidemia. 2) positive: family history of coronary artery disease. 3) urticaria. (B)(6) 2003, (B)(6) 2003, (B)(6) 2003: the patient presented with complaints of pruritic skin eruption. Patient was erythematous and does have areas of almost scaling, particularly over his extremities, but the swelling was definitely down. It has been raw. His face was erythematous. Assessment: I) pruritic skin eruption, etiology unclear. 2) arthralgias (B)(6) 2003: the patient presented for an office visit and continued to have pain in his neck, shoulders, feet, wrists. Assessment: djd with disc disease involving the cervical spine. 2. History of carpal tunnel surgery involving the right wrist. 3. History of right shoulder surgery of subluxation. (B)(6) 2004: the patient presented with a respiratory illness. He had been sick since (B)(6) 2003. He had been short of breath; weak; and had been coughing with phlegm. He also had c-spine issues, nausea, vomiting, diarrhea. The patient always had a sensitive inner ear. Assessment: a: 1. Persistent respiratory infection possibly representing influenza. 2. Nausea and vomiting with diarrhea suggesting a viral gastroenteritis 3. Chronic djd of the cervical spine. The patient also underwent x-rays of the chest for dyspnea, cough. Impression: no acute cardiopulmonary disease evident. (B)(6) 2004: the patient presented for a checkup. Patient's diagnosis includes asthma, hyperlipidemia, family history of coronary heart disease, dyspepsia and chronic upper back and neck pain. (B)(6) 2004: the patient presented for an office visit and had the following diagnosis: pain in limb. (B)(6) 2004: the patient called to discuss issues related with pain. (B)(6) 2004: the patient presented for a recheck. The patient continues to have chronic neck and upper back pain as well as pain into his arms and extremities. The patient recently helped a friend with a boat and that aggravated the situation. Assessment: chronic upper back and cervical pain. (B)(6) 2004: the patient called to report continuing musculoskeletal pain. (B)(6) 2004: the patient presented for a follow-up visit for neck pain. The patient also had pain in his elbow. It was more in his left than his right. The patient was significantly tender over the lateral epicondyle bilaterally, but more so on the left. Medial epicondyle was minimally tender. Assessment: 1. History of osteoarthritis of the c spine with chronic pain. 2. Bilateral lateral epicondylitis more in the left than the right. (B)(6) 2004: the patient presented for problems with the right elbow but more the medial epicondyle. The patient continued to have neck problems. The patient was mildly tender over the right lateral epicondyle, but more so over the right medial epicondyle. Assessment: 1. Right medial epicondylitis 2. Chronic neck pain. (B)(6) 2005: the patient had tetanus/ diphtheria/ pertussis immunization. (B)(6) 2005: the patient presented with a long history of having significant musculoskeletal arthritis problems. He has been having some left foot problems; he has herniated disk in his lower back. The physical examination of the patient had the following results- neck.: soft and supple though somewhat painful and somewhat decreased range of motion with crepitus. Shoulders have crepitus bilaterally. Assessment: hypercholesterolemia, possible sleep apnea. (B)(6) 2006: the patient presented for an office visit and the issues addressed were asthma and hyperlipidemia. Assessment: 1. History of depression, improved on effexor xr. 2. Asthma. 3. Hyperlipidemia. 4. Positive family history of coronary artery disease, i.e., father. 5. Chronic arthralgias. (B)(6) 2006: the patient presented for a physical. Assessment: I. Asthma, controlled 2. Hyperlipidemia. 3. Depression. 4. Chronic upper back and neck pain. (B)(6) 2006: the patient presented for an office visit and complained of continuing chronic pain in his neck, upper and lower back with radiation to his arms and legs. Assessment: a: chronic cervical, thoracic, and lumbar disc disease. Patient's effexor-xr was upped from 150 to 75 three p.o. Daily. (B)(6) 2006: the patient presented with bilateral tennis elbow. It was worse in the left than the right. The patient also had pain in his left hand. The patient had a history of emg positive bilateral carpal tunnel. The patient was very tender over the lateral epicondyles bilaterally more soon the left than the right. Assessment: 1. Carpal tunnel syndrome, left wrist. 2. Bilateral lateral epicondylitis. Major depressive disorder: chronic. (B)(6) 2007: the patient presented for medication refill. The patient also complained of chronic dysthesias involving upper extremities. The patient reported of numbness down the arms into hands and pain in hands. (B)(6) 2007: the patient presented for medication refill. Assessment: hypercholestrol: chronic; asthma: controlled; degeneration of cervical intervertebral disc: chronic; (B)(6) 2007: the patient presented for physical exam. On examination, the patient had chronic neck pain with radiation to arms. Assessment: routine medical exam; asthma: controlled; degeneration of cervical intervertebral disc: chronic; major depressive disorder: chronic; pure hypercholestrolemia: mild; hypertrophy of prostrate without urinary "o": chronic. (B)(6) 2007: the patient presented with follow-up due to high cholesterol level. Assessment: hypercholestrol. (B)(6) 2007: the patient presented with cat scratch, which had marked inflammation, swelling and edema of thumb. Associated symptoms included scrab at site of scratch with erythema and edema. The patient also complained of polyarthritis. The patient had active chronic problem of degeneration of cervical intervertebral disc. Assessment: cellulitis and abscess of finger. (B)(6) 2007, (B)(6) 2009, (B)(6) 2010: the patient presented for check-up and pain issues of neck and back. The patient had active chronic problem of degeneration of cervical intervertebral disc. Assessment: degeneration of cervical intervertebral disc; contusion of multiple sites, not elsewhere specified. (B)(6) 2007: the patient presented with left rib pain due to flipping over on go-cart, the pain was aggravated with breathing and movement. Assessment: chest pain, unspecified. The patient underwent x-rays of the chest /left rib series due to the history of injury with pain. Conclusion: no acute abnormality evident. (B)(6) 2008: the patient presented for immunizations update. The patient had active chronic problem of degeneration of cervical intervertebral disc. (B)(6) 2008: the patient presented for office visit and for immunization update. The patient was provided (B)(6) vaccination, twinrix vaccination and flu shot. (B)(6) 2008: the patient presented with neck and left arm symptoms. The symptoms included constant aching pain radiating down the underside of arm into the elbow and ulnar aspect of forearm, weakness in arm. The patient also underwent x-rays of spine which revealed solid fusion at c5/6 with a "bak" cage, degenerative disc at c6/7 with some osteophytic spurring both anteriorally and posteriorally, normal disc at c4/5. Assessment: discogenic neck pain; left arm radiculopathy. (B)(6) 2008: the patient underwent MRI of cervical spine due to arm, hand and neck pain and numbness. Conclusion: 1. The cord is int rinsically normal and the craniocervical junction is unremarkable. 2. Status post c5-6 acdf without central or lateral stenosis. 3. Moderate c6-7 disc degeneration and degenerative annular bulging without cord contact or compression; there is no moderate left chronic foraminal stenosis. 4. Disc bulge/protrusion at c4-5 intending the thecal sac without cord contact. 5. No fractures are identified and the cord appears intrinsically normal. Comparison of the MRI to that of (B)(6)-2005 showed: unchanged annular bulging at c6-7; no change in t1-2 disc protrusion; c4-5 disc protrusion is a new finding. (B)(6) 2008: the patient presented with cervical pain with radiculopathy, muscle stiffness and muscle weakness. The patient complained of neck pain with bilateral upper extremity radicular pain, left greater than right. (B)(6) 2008: the patient presented with MRI scan which was reviewed, and showed significant disc herniation at c6/7 level, below the previous fusion. Disc herniation along with osteophytic spur caused significant foraminal stenosis on the left at c6/7 and compression of the c7 nerve root. The patient also reported to have tried the cervical traction but it was not helping him. (B)(6) 2008: the patient presented with 2nd twinrix. The patient had chronic problem of degeneration of cervical intervertebral disc. (B)(6) 2008: the patient presented for pre-operative evaluation. The patient had chronic problem of degeneration of cervical intervertebral disc. Assessment: pre-operative examination, unspecified. (B)(6) 2008: the patient presented with following pre-op diagnosis: c6/7 disc herniation with left sided foraminal stenosis; status post previous c5/6 anterior cervical fusion and discectomy in 2003. The patient underwent the following procedure: 1. Anterior cervical discectomy and fusion with tricortical allograft bone. 2. Complete anterior cervical discectomy with decompression of spinal cord and left foraminotomy. 3. Anterior spinal instrumentation with synthesis small stature plate and bilateral screw fixation at c6 and c7. 4. Shape and fashion tricortical allograft bone. As per op notes, right-sided approach was used. The disc was totally excised at c6-7. Anterior osteophyte at c6 and posterior spur were removed. The endplates of c6 and c7 were burred. A tricortical graft was chosen and was cut, sawed, and sharped to fit the disc space. Good fit and good stability was achieved with the graft which was impacted into the disc space firmly. Additional osteophytes were removed and synthes platewas fixed with 4 fully threaded screws. Ap and lateral c-arm views were obtained with plate in position. The plate was adequately positioned and the graft was in good position. Locking screws were tightened and the wound was closed. No patient complications were reported. (B)(6) 2008: the patient presented for follow-up on anterior cervical discectomy and fusion c6/7, and reported of improvement in symptoms. The patient underwent x-rays of cervical spine, which showed: anterior cervical discectomy and fusion at c6/7 and previous fusion with a "bak" cage at c5/6; no lucent lines; hardware in good position. Assessment: healing anterior cervical discectomy and fusion (B)(6) 2008: the patient presented for follow-up on anterior cervical discectomy and fusion c6/7. The patient complained of intermittent left arm numbness and pain. The patient underwent x-rays of cervical spine, which showed: solid fusion at c6/7 level; hardware in good position; previous fusion with a "bak" cage at c5/6. (B)(6) 2008: the patient presented with the following diagnosis: chronic upper back pain and neck pain; asthma; depression. (B)(6) 2009: the patient presented for chronic cervical spine arthritis with cervical radiculopathy on left side. Assessment: cervical sprain. (B)(6) 2010: the patient presented with ear discomfort and sinuses. Associated symptoms included fatigue, nasal congestion, post-nasal drainage and sinus pressure. The patient also complained of headache due to worsening ear pain. The patient had chronic problem of degeneration of cervical intervertebral disc. Assessment: acute frontal sinusitis; otitis externa. (B)(6) 2010: the patient called due to low back pain with radiating pain into right leg. (B)(6) 2010: the patient presented with persistent low back pain radiating to the right calf, right foot and right thigh. The symptoms were aggravated by standing. The patient had chronic problem of degeneration of cervical intervertebral disc. The patient had symptoms of tenderness over right s1 joint and pain with extension. Assessment: lumbar sprain. (B)(6) 2010: the patient presented with swollen throat/ past neck surgery. The patient reported that throat pain exacerbated with talking. The patient had chronic problem of degeneration of cervical intervertebral disc. Assessment: globus sensation; cervicalgia. (B)(6) 2011: the patient presented with follow-up for neck pain, and reported of low back pain when flexing the neck. The patient had chronic problem of degeneration of cervical intervertebral disc. The symptoms included limited cervical range of motion, tenderness in upper trapezius area. Assessment: cervical sprain. (B)(6) 2011: the patient underwent MRI of the cervical spine due cervical pain, "hx" previous surgeries. Impression: 1. Postsurgical changes from c5 through c7 consistent with anterior spinal fusion with hardware. 2. No significant central canal stenosis at c5-6 and c6-7. Possible mild to moderate left foraminal narrowing at c6-7 with left sided osteophytic bridging; correlate for possible left c7 nerve root symptoms. 3. No cervical spinal cord compression.4. Findings in the sphenoid sinus on the left. (B)(6) 2012: the patient presented for medication refill and complained of neck pain and flu shot. Assessment: cervical sprain; asthma. (B)(6) 2012: the patient had influenza immunization. (B)(6) 2012: the patient presented with body aches, and reported of neck pain which worsened in winters, ears ache, flu like symptoms and swollen glands in neck. The patient had chronic asthma problems and degeneration of cervical intervertebral disc. Assessment: unspecified neck pain; uri (B)(6) 2013: the patient presented for refill of tramadol and to discuss low kidney results and flu shot. The patient had chronic asthma problems and degeneration of cervical intervertebral disc. The patient also had symptoms of tenderness over spinous process of c7. Assessment: 1. Kidney function: normal. 2. Cervicalgia: refilled tramadol. (B)(6) 2013: the patient presented for cerumen removal, and also complained of dizziness, muscle pain and joint pain. The patient had the following diagnoses: hyperlipidemia; obesity; post laminectomy back pain in cervical region. The patient also underwent: 1. X-rays of the chest due to radiology screening test. Findings: slight bibasilar atelectasis or scarring; small right pericardiac fat pad; postoperative changes at the cervicothoracic junction; slightly tortuous aorta; chest otherwise negative. 2. MRI of cervical spine, due to postlaminectomy syndrome. Findings: postsurgical changes of placement of interbody device at c5-c6, with anterior plate and screw fixation at c6 and 7; mild to moderate bilateral foraminal narrowing at c6-c7 and without central canal narrowing at any level. 3. Cervical spine x-rays, due to postlaminectomy syndrome. Findings: degenerative arthritis cervical spine. Po anterior fusion c6 and c7 with plate and screw fixation; anterior fusion c5-c6 with interbody cage device; narrowing c2-c4 interspaces; mild posterior subluxation c2-c4; degenerative arthritis c7-t1 facet joints; minimal anterior subluxation c7 on t1; calcific densities adjacent to the spinous processes of c7 and t1 could be due to degenerative change or old trauma; nuchal ligament ossification; cervical curve. (B)(6) 2013: the patient presented for cardiovascular health evaluation. The patient also complained of muscle pain, joint pain, and back pain, weakness in arm or leg, numbness/shooting pain in hands/arms/legs, sleeping difficulty, little interest or pleasure in relationships/activities, recurring thoughts of death/suicide. Impressions: 1.cardiovascular health examination. 2. Hyperlipidemia. 3. Family history of premature coronary artery disease. 4. Obesity. 5. Decreased exercise tolerance (B)(6) 2013: the patient presented with chief complaint of post laminectomy syndrome. The patient also complained of significant amount of pain in left ear. (B)(6) 2013: the patient underwent electromyography due to cervical postlaminectomy syndrome. Impression: abnormal emg; there is electrophysiological evidence of a mild sensory neuropathy; in addition there are superimposed mild median neuropathies at the wrist; there is no evidence of a left cervical radiculopathy. The patient also underwent nerve conductions test. (B)(6) 2013: the patient presented for evaluation of neck and bilateral upper extremity complaints. The patient also complained of diffused tenderness in the cervical paraspinals as well as upper trap; a focal area of tenderness at the c6-c7 level; some mild anterior chest wall tenderness as well. Imaging studies revealed a cage at c5-6 and an anterior plate at c6-7 - both levels are solidly fused; slight retrolisthesis at c4-5 with mild spondylosis but adequate room for the spinal cord; the MRI scan showed no significant spinal stenosis. Impression: 1. Neck pain most likely secondary to spondylosis status post c5-6 and c6-7 acdf with cage and infuse and plate respectively. 2. Solid fusions without gross instability or significant neural compression. 3. Hand symptoms most likely secondary to peripheral neuropathy plus/minus carpal tunnel syndrome. 4. Shoulder pain maybe secondary to intrinsic shoulder pathology. 5. Myofascial pain, cervical. 6. Sensory neuropathy. 7. Mild median neuropathy at the wrist bilateral. 8. Family history of autoimmune diseases. 9. Swallowing difficulty (B)(6) 2013: the patient presented with neck pain and bilateral upper extremity pain and numbness in hands. The patient also reported of joint pain/stiffness, muscle pain/stiffness, back pain/stiffness, thoughts of suicide, difficulty swallowing, abdominal pain or cramping, sinus congestion and shortness of breath. On neural examination, the patient had: mildly diminished ankle jerk reflexes bilaterally; diminished vibratory sensation in the toes bilaterally but normal at the ankles; subjective reduced pin sensation in the feet bilaterally with normal sensation from the ankles on up. Impression: 1. Mild sensory polyneuropathy. 2. Mild bilateral carpal tunnel syndrome. 3. Chronic neck pain due to degenerative changes and cervical spondylosis. The patient also underwent: 1. MRI scan of the cervical spine showed postsurgical changes of placement of an interbody device at c5-c6 and anterior plate and screw fixation at c6-c7; mild to moderate bilateral foraminal narrowing at c6-c7 but no central canal narrowing at any level; incidentally noted was a cystic abnormality with remodeling in the clivus. 2. X-rays of the cervical spine showed degenerative arthritis and postoperative changes of c6-c7 fusion with plate and screw fixation and c5-c6 anterior fusion with interbody cage device; narrowing of the c2 through c4 interspaces with mild posterior subluxation of c2 through c4; degenerative arthritis at the c7-t1 facet joints; minimal anterior subluxation of c7 on t1. 3. CT maxillofacial showed sphenoid sinus retention cyst, polyp, paranasal sinusitis. (B)(6) 2013: the patient presented with chief complaint of dysphagia, and reported that the difficulty in swallowing and abnormal sensation in throat was first noticed after he underwent his last anterior cervical fusion five years ago. His first anterior cervical fusion was in 2003. The patient also reported of the sensation that food gets stuck in the mid esophagus and a swelling/edema in the throat area. Impression: dysphagia times five years since anterior cervical spine fusion surgery. (B)(6) 2013: the patient presented with chief complaint of dysphagia, and complained of difficulty in swallowing solid foods. The radiographic image study was done which showed: small anterior web in the cervical esophagus at the level of the plate and screw fixation in the lower cervical spine; irregularities of the distal esophagus consistent with reflux esophagitis; a small sliding hiatal hernia. Impression: 1. Oropharyngeal, swallow within normal limits. 2. Dysphagia, possibly esophageal in etiology. (B)(6) 2013: the patient presented for an office visit. The patient had the following diagnoses: health maintenance exam; obesity; hyperlipidemia; deconditioning and decreased exercise tolerance; chronic neck pain due to degenerative changes, cervical spondylosis, and myofascial components; mild sensory polyneuropathy, idiopathic; mild bilateral carpal tunnel syndrome; dysphagia with normal oral swallow study and video esophagram; evidence of reflux esophagitis. (B)(6) 2013: the patient presented with mayo physical/neck pain. The patient had chronic neck pain due to degenerative changes, cervical spondylosis and myophysical components. Assessment: cervical spine disease; chronic cervical pain. (B)(6) 2013: the patient presented for change of medication, tramadol. The patient was using up to 3 tramadol with tylenol if he used his hands. The patient had the following active problems: degenerative cervical intervertebral disc; extrinsic asthma without status asthmaticus. The patient had a significant pain and was frustrated. (B)(6) 2013: the patient presented with difficulty in adjusting into bifocals and complained of dizziness while reading. Diagnosis: presbyopia. (B)(6) 2014: the patient triaged for left shoulder pain and complained of a long history of neck problems/surgeries and progressive pain. (B)(6) 2014: the patient presented with left shoulder/neck pain. The symptoms included shoulder pain, shoulder stiffness and decreased shoulder range of motion. The active problems were: 1. Degenerative, intervertebral disc, cervical. 2. Extrinsic asthma without status asthmaticus. 3. Insomnia. Assessment: adhesive capsulitis of shoulder. (B)(6) 2014: the patient underwent x-rays of the shoulder due to the indications of pain and decreased range of motion for 18 months. Impression: no significant abnormality identified. (B)(6) 2014, (B)(6) 2013, (B)(6) 2014: the patient presented for medication check. Patient also had issues with his sinuses. The active problems were: 1. Adhesive capsulitis of shoulder 2. Degenerative, invertebral disc, cervlcal 3. Extrinsic asthma without status asthmaticus. 4. Insomnia. Otoscopic examination: abnormal. The right external canal had a cerumen impaction. The left external canal had a cerumen impaction. Assessment: 1. Never a smoker 2. Adhesive capsulitis of shoulder 3. Degenerative, intervertebral disc, cervical 4. Extrinsic asthma without status asthmaticus 5. Insomnia 6. Nasal congestion.